Manufacturer narrative:
MDR / initial 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The patient was unable to disconnect the tubing from the site, the hyperglycemia was treated with correction injection via multiple daily injections.